Event description:
Reportedly, the error message cannot access the manager core! Is displayed on the programmer screen, which makes the programmer unusable.

Event description:
Reportedly, the error message cannot access the manager core! Is displayed on the programmer screen, which makes the programmer unusable.

Manufacturer narrative:
Preliminary analysis revealed that the issue resulted from an ongoing process that was taking 99% of the central processing unit time. The issue will be solved by re-ghosting the programmer (which is part of normal maintenance).

Event description:
Reportedly, the error message cannot access the manager core! Is displayed on the programmer screen, which makes the programmer unusable.